Event description:
It was reported that the console could not switch between high and low speed. A rotablator console kit assy gen 230v was selected for use. During the procedure, it was found that the device could not switch between high and low speed and leaked gas. The procedure was completed with this device. The patient is stable, and no patient complication reported.